Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the bending section rubber had a leak during user handling and water invaded the subject device. This caused adhesion of moisture to the objective lens unit and the blurry image temporarily occurred. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: important information ¿ please read before use warnings and cautions: caution ·turn the video system center on only when the videoscope cable is connected to both the video system center and the electrical connector on the endoscope. In particular, confirm that the video system center is off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. Precaution for disappeared or frozen endoscopic image; warning ·follow the precautions given below when handling the instrument. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.6 inspection of the endoscopic system inspection of the endoscopic image 3. While observing the palm of your hand, confirm that the wli and nbi endoscopic image is free from noise, blur, fog, or other irregularities. 4. Angulate the endoscope and confirm that the wli and nbi endoscopic image does not momentarily disappear or display any other irregularities. Chapter 5 troubleshooting if the endoscope is visibly damaged, does not function as expected, or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated at olympus regional repair center (rrc). Device evaluation confirmed the customer phenomenon (reported issue). A leakage coming from the perforated a-rubber (insertion tube, bending section) and interference visible in the image was found during the inspection. The failure (image issue) found likely attributed due to the water invasion that entered the device through the perforated a-rubber. Additionally, the following defects were identified during device inspection: fiber breaking in the light guide bundle. Ccd cover unit scratched. Connecting tube scratched. Switch box unit scratched. Grip scratched. Up/down knob scratched. Universal cord scratched. Angulation less than the specification's. Light guide cover glass scratched. A-rubber glue separated. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "no signal/image". The customer was provided with a loaner. There was no patient harm, no user injury reported due to the event.